Event description:
The complainant alleged that during biomed testing, the device would not change into manual mode. The complainant indicated that there was no pt involvement in the reported malfunction.